Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, (B)(6) 2026, at approximately 11:00 pm, the patient became lethargic and confused while the cgm displayed a reading around 300 mg/dl. Assisted home living staff performed a manual bg check, which showed 500 mg/dl. No treatment was given, and the staff decided to take the patient to the emergency room (ER). The reporter was not present and therefore did not know what treatment, medications, or additional bg or cgm readings were obtained in the ER. The patient was discharged between 3:00 am and 5:00 am on (B)(6) 2026. After discharge, the patient was reportedly feeling better, and a manual bg was within a reasonable range, although the reporter did not know the exact value. The cgm continued to read around 300 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.